Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. This occurred during use on the homechoice device. During the troubleshooting for an unrelated alarm, the patient had accidentally restarted the therapy without re-setting up with new supplies. The device moved back to prime and the patient started the therapy again. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient re-used single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.